Manufacturer narrative:
The replacement lens was noted to be implanted on (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens was explanted from patient's right eye due to refractive error. Visual issue was poor distance. No product issue found. There was no patient injury and the lens was replaced with another zxr00 iol of an unknown diopter.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.